Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector circuit board defect and plug unit connection issue resulting in e226 code - no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope experienced image error b30 (scope communication error). The issue occurred during setup. There were no reports of patient involvement.